Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment was not reported. On the day of the onset of peritonitis, the patient experienced exit site infection. On an unreported date, the patient stopped pd therapy and was switched to hemodialysis. The outcome of the event was not reported. No additional information is available.